Event description:
Pt presents with inappropriate cardiac defibrillations secondary to lead fracture with excessive lead noise triggering their automatic implantable cardioverter-defibrillator (aicd).